Manufacturer narrative:
This supplemental report is being submitted to provide updated fields and final investigation results. The customer has provided additional information from their investigation. The detachment of the display cover was caused by incorrect use of the arm on which the display was mounted. The handles provided for moving the display on the spring arm were not used. Instead, the monitor was gripped and moved by the reces or cable entry. The users were advised by the customer not to do this in the future. Additionally, cable covers were secured with cable ties. Additionally the customer confirmed that the event occurred before surgery and not during surgery. There was no additional anesthesia and no prolongation of the procedure. The patient was not harmed.

Manufacturer narrative:
This supplemental report is being submitted to provide updated fields and final investigation results. The customer has provided additional information from their investigation. The detachment of the display cover was caused by incorrect use of the arm on which the display was mounted. The handles provided for moving the display on the spring arm were not used. Instead, the monitor was gripped and moved by the reces or cable entry. The users were advised by the customer not to do this in the future. Additionally, cable covers were secured with cable ties. Additionally the customer confirmed that the event occurred before surgery and not during surgery. There was no addional anesthesia and no prolongation of the procedure. The patient was not harmed.

Event description:
Cover for cable connections (plastic cover) fell when moving the monitor on the operating table during surgical preparation. Operating table unsterile longer operation and anesthesia time for the patient. Cover probably came loose during cleaning.